Event description:
The implant malfunctioned due to an engagement issue. The malfunction did not cause or contribute to a death or serious injury. (B)(6) 2023 14:09:05 cet (usveal) phone (B)(6). User: usveal received date of the return product: (B)(6) 2023